Event description:
It was reported that the patient received multiple inappropriate therapies. The pr logic of the device failed to withhold therapies. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, implantable pacing lead, (B)(6) 2008; 694765, implantable tachy lead, (B)(6) 2008. (B)(4).